Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test and the sensor failed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 224 mg/dl, compared with the sensor glucose reading of 80 mg/dl. The customer also reported receiving a change sensor alert and a calibration error alert. The customer was informed that the sensor would be replaced and would return the malfunctioning sensor for analysis.